Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt.

Event description:
Approximately eight months post implantation, the patient reported to a nearby hospital with complaints of high watt alarms. He was transported to his implanting facility where he was admitted to the intensive care unit and treated with two doses of intravenous tissue plasminogen activator (tpa). The patient was additionally treated with heparin coumadin, and integrillin. Three days later, the patient's pump parameters were reported to have returned to baseline and his inr began trending downward. His heart failure and renal function were also reported to be improving. He was discharged from the hospital six days later.